Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was admitted for intravenous antibiotics and was discharged with improvement in drainage and tenderness.

Manufacturer narrative:
Approximate age of device ¿ 2 years 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for a driveline infection. Drainage was noticed at the driveline exit site; cultures were taken and they were (B)(6) for (B)(6). Patient plans to have pump exchange in the future. Additional information was requested but not provided.